Event description:
My daughter wears the omnipod. After 1.5 years, she now has a terrible sensitivity to the adhesive. It is causing her a horribly itchy and inflamed rash which is difficult to resolve. I understand we are not alone with this issue and this is a persistent and growing problem among omnipod users. She has worn both dash and eros. FDA safety report ID # (B)(4).